Manufacturer narrative:
There was no low reservoir alarm noted. The device passed the displacement test, rewind, basic occlusion, prime, excessive no delivery, occlusion tests. The device had cracked battery tube threads and cracked reservoir tube noted. The device had cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer's mother reported via phone call of issues with her daughter's high blood glucose levels. The customer's blood glucose level was reported to be over 600mg/dl. The customer's current blood glucose level is over 300mg/dl. The mother wishes to test device. Troubleshoot was conducted. The device is being replaced due to damages to reservoir and battery compartment. The device is being returned for analysis and being replaced.